Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a change in stimulation coverage. Impedances were within normal limits. An x-ray was taken of the patient's spin and it was determined that the patient's leads had migrated. The rep reprogrammed stimulation and the hcp was considering a lead revision to place them back in the original location. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that as of now the revision has not been scheduled. The rep has reached out to the patient to obtain more information, and to see how the reprogramming helped, but they have not received a call back yet. No further information was reported.